Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Foreign material adhered to the hook of the device. When reprocessing was performed according to the reprocessing method described in the instruction manual, the foreign matter could be removed. The manufacturing record was reviewed and found no irregularities. It is presumed that the foreign matter was caused by the following factors and mechanisms. However, the exact cause of the reported event could not be conclusively determined. Foreign material adhered during use and it was solidified due to insufficient cleaning (e.g. The tip was not immersed in the cleaning solution, reprocessing was delayed, etc.). Due to the solidified foreign material, it could not be completely removed by the ultrasonic cleaner. The above device handling has warned in the instruction manual.

Event description:
We received the following report. After reprocessing, the user noticed that the tip of the subject device was discolored at the preparation for use. There was no patient injury reported. No further information was provided.